Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported by the patient that subsequent to carrying a large speaker, the patient felt "symptoms similar to prior to implant." Follow-up with the device clinic was performed, however the patient has not been seen in the clinic and no further information could be obtained. The device remains in use. No patient complications have been reported as a result of this event.